Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger product ID 97745bp serial# (B)(6) product type accessory h3: analysis of the recharger found no anomalies were visually observed. Got poor recharge quality message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the implant not holding a charge was due to the paddle wire, controller, and battery issues. Pt met with the medtronic tech who said that there was no problems. Pt noted the issue has been resolved. Patient called back stating they are still having the same issue; the controller/battery pack is not holding a charge. Caller stated they will fully charge the controller but then when they sit down to charge the ins, they will see a message that the battery of the controller needs to be recharged. Agent asked caller to clarify as the previous notes say that the implant battery was not holding a charge. Caller stated "no I never said that. I was always talking about the controller battery." Caller stated they replaced the controller but not the battery which surprised them. Caller stated there is no issue with charging the implant, only that the controller battery is draining quickly. Agent had caller confirmed models and serial numbers and the date on the battery pack is 12/17. Agent sent email to repair to replace battery pack. Caller mentioned they got aa alkaline batteries with the controller replacement but they did not work. Agent confirmed how the alkaline work and that they cannot be used if ins needs to be charged. Caller understo od now.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient's controller was not working. Last night the controller went to a plain white screen. Patient reset the controller and the screen was still white. Patient plugged the controller in to charge and this morning the controller was fully charged. Patient attempted to charge again and the controller screen went blank. Patient noted the implanted neurostimulator was not holding a charge either. Patient did not think it was charging completely even though it said it was full. The next day the patient was empty and the implant battery was empty. The issue was not resolved through troubleshooting. Agent reviewed if the controller replacement did not resolve their implant battery not lasting they should reach out to their manufacturer representative (rep) and managing healthcare provider (hcp) for further troubleshooting. Pt stated it had been a few years since they met with a representative for any reason. A replacement controller was sent out.  2024-jun-10 (B)(4) (con): additional information was received from a patient (pt). It was reported that they received their replacement controller, but they are still having issues with charging their controller. Patient stated they used their replacement controller once, and when they went to go use their controller to charge their implant last night, they noted that the controller stated it was dead already. Patient stated the issues was still occurring where the controller screen would become white, and they would have to reset the controller, then the controller would state that the battery was empty. Agent had the patient reset the controller, and confirmed patient was using correct replacement controller. Patient inspected the recharger for physical damage and noticed that the cord where recharger cord meets the paddle appears discolored, and is grey instead of black. Patient also commented that the recharger will get hot whenever they charge their implant. Patient then started a charging session and reported seeing no device found. Patient pressed try again and was able to start charging between good and poor even without moving. Patient stated the controller was 70% and their implant was 40% charged. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.